Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for a device upgrade on (B)(6) 2023. Prior to the procedure upon interrogation, an increased capture threshold was noted on the right ventricular (rv) lead. When the rv lead was connected to the upgraded device, an additional increase in the capture threshold was observed. The decision was made to cap and replaced the rv lead on (B)(6) 2023. There were no adverse health consequences, the patient was stable.